Event description:
The pump was returned for investigation. Investigation found a dim/discolored display. This report is made based on the results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the pump powered up to a dim display with pinkish contrast. The bolus button was missing. No tactile issues were found with the keypad buttons. (B)(6).